Manufacturer narrative:
Updated this information below in section d9: the device arrived at our us facility on dec-11-2024, and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a lap chole on (B)(6) 2024, the scope was fogging up and made the view difficult to see. Despite the fogged-up view, they were still able to complete the procedure using the same scope. No patient impact was reported.

Manufacturer narrative:
Per evaluation findings conducted by the manufacturing site: during the investigation, the error described in the event description could not be reproduced. The optics were cooled down at the distal end with the aid of ice spray to perform a condensation test (check for moisture penetration in the rod lens system). No condensation (fogging) as stated in the event description and no resulting impairment of imaging could be detected. Since all production related quality checks were passed and no non-conformities were identified in the device's manufacturing records, it is concluded that the optics complied with the currently valid specifications at the time of delivery. According to the available information the surgeon didn't want to use heated tubing, and the optics had to be immersed in "hot water" several times to prevent fogging. We have no information on the temperature of the water. It is possible that the temperature of the water used was higher than that of the patient's body. There is a possibility that this could have caused the optics to fog up again. Furthermore, according to the available information, no smoke extraction was used to ensure a permanently clear view of the operating field, therefore this could also have an impact on the view. The additional damages found (optics shaft bent, rod lens system damaged / burst, detached lens, damaged distal solder seam, impact marks at the distal end) do not have an influence on the described fogging/ condensation issue. This event is filed under internal complaint ID (B)(4).